Event description:
The hearing aid (h/a) specialist asked the pt to remove the aid from her ear after programming was completed. The belfit ring peeled off the aid and remained in the pt's ear. It was removed. There was no injury to the pt's ear.